Event description:
It was reported that the patient faced an infusion set fell off event on (B)(6) 2026 during use. The infusion set was in use for five minutes. Blood glucose level was high at the time of the event and patient took multiple daily injections (mdi) to resolve the issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.